Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022 while inserting the distal interlocking screw, the threaded portion of the retention pin broke off into the head of the screw. The broken fragment was successfully removed from the patient, with a tonsil and additional xrays to ensure all pieces of the retention pin were removed. Patients involvement is there. This complaint involves one (1) device retention pin for screwdriver short / xl25. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9. H3, h6: part number: 03.045.004. Lot number: 75p8414. Manufacturing site: haegendorf. Release to warehouse date: november 9, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the distal tip of the retention pin for scrdriver short / xl25 had broken off. The broken piece was not returned. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of the retention pin for scrdriver short / xl25 was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the retention pin for scrdriver short / xl25 was observed to have a broken tip. While no definitive root cause could be determined from the available information, it is probable that the retention pin for scrdriver short / xl25 was broken due to the exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.